Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient (B)(6). Patient information was not provided by reporter. Date of event is an unknown date during (B)(6) 2015. This report is for one, unknown screw removal device. Part and lot numbers are unknown. Device is an instrument and is not implanted/explanted. The screw removal device was not returned and no complaint was alleged against it by the reporter. The fragment of the tool was discovered during the product investigation of the complained screw which was received by the manufacturer on oct 1, 2015 under (B)(4). It is likely that the tool broke and a fragment became lodged in the screw during removal of the screw shaft. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent revision of a proximal femur locking compression plate (lcp) hook plate during (B)(6) 2015, due to the cannulated locking screw, located proximally in the plate having sheared off at the head of the screw. The revision surgery is addressed and reported under related (B)(4). During the product development investigation performed by the manufacturer for the returned screw, it was discovered that a small fragment of an unknown screw removal tool was found lodged in the proximal end of the 7.3mm cannulated screw. No complaint against the screw removal tool was alleged by the reporter. This report addresses the fragmentation of the unknown screw removal tool. This report is for one, unknown screw removal device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.